Event description:
A surgeon reported via the medwatch program, that one day following an uneventful cataract surgery, the pt presented with excessive inflammation and corneal edema with poor vision. The pt was started on a corticosteroid every 30 minutes and showed no improvement after 5 hours. Following a retinal consultation, the pt was diagnosed with toxic anterior segment syndrome (tass). The pt continued the corticosteroid every two hours without improvement. Four days later, the pt's vision was stable with significant improvement in inflammation, but persistent corneal edema. Additional info was received from the surgeon, who reported the event has been resolved. There are two medical device reports associated with this event. This report is for the first pt.

Manufacturer narrative:
Evaluation summary: product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. No root cause could be determined. Attempts were made to obtain additional info and a completed questionnaire was received on (B)(4) 2012. (B)(4).